Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The found damages are most likely attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted due to medical reasons, namely meningitis occurred twice about eight months after implantation. The meningitis was treated successfully with drugs, but the surgeon elected to preventively remove the device. However, no available information points to the implant being the source of infection; a review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No further information has been made available from the field, despite requested.

Event description:
In the 4 months prior to explantation of this device (circa 8 months after implantation), the recipient had two episodes of meningitis. The meningitis was treated successfully with drugs, but it was decided to remove the device as a precaution. The recipient was re-implanted with a (B)(4) array. No product deficiency is alleged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the 4 months prior to explantation of the device the recipient had two episodes of meningitis. The meningitis was treated successfully with drugs, but the surgeon elected to remove the device. The patient was explanted and re-implanted with another device. No product deficiency is alleged.